Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, it was prepared before intubation but there was a damage in the proximal portion, fracture type damage. Device was not used because it was broken. It was reported that it was a factory defect, since when the device was removed from the packaging it came out with the fracture. There was no patient involvement.